Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a fluid leak when re-setting up during dwell. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The peritoneal dialysis registered nurse stated that the patient identified a leak after treatment when the patient's wife was breaking down the machine. The leak was seen inside the cassette door. The patient did not show signs of peritonitis or infection. No antibiotics were prescribed. Effluent remained clear and manuals have gone well. The sample was available and sent to the manufacturer.